Event description:
Revision surgery of l5-s1 roi-a with vertebridge construct due to unresolved back and leg pain. Device was positioned off-center (laterally). Revision surgery completed using same size implants with good position. Patient was reported to be doing fine after revision surgery.

Manufacturer narrative:
Additional catalog #: ir2002t. Additional lot #: 226272/7. Additional expiration date: 03/01/2015. Additional manufacture date: 03/01/2010.